Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Keypad malfunctions were obvious during the product evaluation. The unit in its received condition permitted power up, navigation, and pump run, however has limited keypad operation due to intermittent keypad response of the #0, #1, and #2 keys caused by a failed keypad. The remaining keys were functioning as expected. The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
It was reported that a pump had an intermittently unresponsive keypad. It was also reported that there was no patient incident.